Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection determined that the impactor is fractured. The device was used for treatment. Fractures of this device were previously investigated as part of this a corrective and preventive action. A new part has been designed and released to replace this impactor. Based on the lot number, the impactor has an approximate field age of 3 years and 2 months. No other complaints of any type have been reported for this lot of impactor. Complaints of this nature are monitored in order to identify potential adverse trends. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the glenosphere impactor head broke during surgery. Surgery was completed with another device.